Event description:
Incision made by pa-c and began to inject the dbx bone putty. As it was being injected, it made a screeching/scraping sound and the syringe shattered over the patient into small and large pieces.